Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, oversensing of noise was noted on the device. Abbott technical support was contacted, the session records were analyzed, and pacemaker mediated tachycardia (pmt) was noted. Reprogramming of the device was recommended, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.